Event description:
Hcp reports patient presented in office in 2001 with a large scab over the back. The hcp attempted to remove the scab without success. Later the same day the scab fell off and was leaking fluid. Other reported symptoms were swelling over the pocket site and drainage. Cultures were taken of the device pocket and lumbar region. The device pocket came back negative for growth. The lumbar sample grew coag positive staphylococcus. The patient went to the ER and was admitted to remove the catheter secondary to spinal leak and infection. There were no signs or symptoms of meningitis. The patient was treated with IV vancomycin and recovered without sequela. The hcp reports the patient had experienced a hematoma at the device pocket site one week post implant. Cultures were taken of the aspirated fluid at that time which were negative for growth. The patient was treated prophylactically with oral keflex for five days. Risk factors for this patient include possible corticosteroid use and copd with possible steroid use.